Manufacturer narrative:
A fire investigator determined the cause of the fire was due to an overcurrent condition exceeding the permitted amperage of the wall power outlets. This caused the fire at the power receptacle when the ultrasound system and a small heater were operating from the same wall power outlet. The system power cord was not returned for evaluation. Power cord scrapped prior to evaluation. Power cord was replaced and system is back in use at the customer site.

Event description:
The customer reported the system power cord receptacle which was connected to the wall power outlet was burned due to the wall outlet catching fire. The device was not in clinical use at the time and there were no reports of injury associated with this event.